Manufacturer narrative:
Device has not been returned to manufacturer. A supplemental MDR will be filed when additional information becomes available.

Event description:
A reported incident involved a 7" smallbore ext set w/microclave®, t-connector, clamp, rotating luer t piece connectors leak at the proximal hub. Their staff had noted this twice in the last couple weeks.